Event description:
It was reported by the customer that a pyxis medstation es system had a drawer 3.1 failed. Customer stated that was able to remove the medication from another station and there are no pro long delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 3.1 failed. A field service engineer checked bus cable, matrix drawers, drawer cable and cleaned debris from bottom edge of back panel to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.